Event description:
Puritan bennett 760 put into use when occasional air-intake-absent alarm went off. The filter was checked and replaced. Occasional alarming continued. Review of manual instructions indicated to remove vent from service which was done. There was no change in the pt's conditon due to vent difficulties. The vent was brought in inhouse biomedical engineering dept for evaluation/testing. It was noted that the air intake housing was installed improperly. The tech installed it properly and verified proper operation. Next, the tech removed the intake housing and reinstalled it incorrectly and the problem reappeared. It was then installed properly and tested o.k. Respiratory care staff instructed in proper installation of intake housing to prevent recurrence. Unit was put back into service.